Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine (20 mg/ml at 7.223 mg/day) via an implantable pump. It was reported that the patient had withdrawal symptoms and a return of pain. The healthcare provider (hcp) was unable to aspirate from the catheter access port (cap) so they were unable to complete a dye study. It was unknown if external factors were involved. Since the catheter was not patent the hcp left old catheter in place and tied it off. They implanted a new catheter and were able to successfully aspirate from the cap following revision. The issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.